Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pcu was in use for two hours during transport and procedure. When the infant patient returned back to the picu, and pump was plugged back in; it turned off without notice. There was no report of patient harm. Although requested, no additional patient information was provided.

Event description:
It was reported that the pcu was in use for two hours during transport and procedure. When the infant patient returned back to the picu, and pump was plugged back in; it turned off without notice. There was no report of patient harm. Although requested, no additional patient information was provided.

Manufacturer narrative:
The reported issue of the pcu system turning off without notice was not confirmed. Physical inspection of the device noted the instrument seal intact. Both iui¿s were observed with dull contacts and the left iui was observed with damaged ribs. The power cord retainer strap was broken. Internal inspection observed dried fluid ingress on the bottom of front case. No other abnormalities were observed with any of the electrical components. Analysis of the pcu battery log showed a battery discharge/low battery (lb3) alarm occurring on 28 february 2020 at (10:07:11 pm modified time). The system was initially programmed on 28 february 2020 at 9:36 am, and at 11:03 am the time of day was modified to 3:00 pm. At 2:02 pm (5:59 pm modified time), ac power was disconnected and the system switched over to battery power. At 6:10 pm (10:07 pm), the system alarmed for battery discharge (lb3). The pump module and both syringe modules went into a pause state by design. The user confirmed the battery discharge (lb3) alarm and the system powered off. Log analysis performed by software engineering determined that the missed low battery warning occurred as a result of the battery capacity that is rapidly decaying (attributed to a battery that is beyond its useful life). Functional testing of the device indicated a newly-installed battery capacity to be 4110 mah, which is within the acceptable range of 4000 mah to 4500 mah. The proximate cause of the system reportedly turning off without notice was not determined through a review of the device logs; however the system was shut down by the user when confirming the battery discharge alarm. The proximate cause of the battery discharging without prior low battery alarms was determined to be a battery that is beyond its useful life of 2 years. Device history review: review of the s/n 14121265 service history record showed that the device has a manufacture date of 06/12/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 05/06/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.